Event description:
It was reported to boston scientific via an article published in journal of clinical medicine that a study was conducted to compare effectiveness and safety of flexible ureteroscopic lithotripsy (furl) and tubeless percutaneous nephrolithotomy (tpnl) in treatment of upper ureteral stones larger than 1.5 cm. All procedures were performed by two experienced endourologic surgeons. A total of 118 medical records of patients were reviewed between 01jun2016 and 30nov2018. All the patients were having a non-obstructing proximal stone > 15 mm in length based on standard imaging. For furl procedures, a guidewire was placed into the renal pelvis. The furl procedures were under general anesthesia and the procedures were performed using a versapulse powersuite 100w, and a zero tip stone basket was utilized to remove as many large, fragmented stones as possible. For tpnl procedures, non-bsc devices were used for tract dilatation, and the stones fragmentation were performed by nephroscopy. For the furl group, one patient experienced a urinary tract infection that was successfully managed with antibiotics. Additionally, there was one instance of mucosal injury. Two other patients presented with bleeding, although it did not necessitate blood transfusions. For the tpnl group, there was one case of mucosal injury and three cases of mild bleeding not requiring blood transfusion. No major complications such as septic shock or mortalities arised in either treatment group. This study examines and compares various treatment methods for managing upper ureteral stones, focusing on comparing the effectiveness, recovery time, and complications associated with different surgical interventions. However, the minimally invasive techniques as furl and tpnl are highlighted for their lower morbidity and shorter recovery times. Furl had a longer operative time compared to tpnl. However, patients treated with furl experienced less postoperative pain.

Manufacturer narrative:
The exact date of the event is unknown. Approximated based on the month and year of the article was published. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: choi, y. S., sorkhi, s. R., cho, h. J., & kim, k. S. (2023). A comparative analysis between flexible ureteroscopic lithotripsy and tubeless percutaneous nephrolithotomy in the treatment of >15 mm non-obstructing proximal ureteral stones. Journal of clinical medicine, 12(24), 7541. Https://doi.org/10.3390/jcm12247541 block h6: imdrf patient code e2015 captures the reportable event of unspecified tissue injury. Imdrf patient code e0506 captures the reportable event of hemorrhage/bloss loss/bleeding. Imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf impact code f12 captures the reportable event of serious in jury illness/impairment imdrf impact code f2303 captures the reportable event of medication required.